Event description:
After the guiding catheter was engaged, a fire star balloon was delivered, but there was delivering difficulty due to heavy calcification, at the proximal end of the lesion (from the proximal to mid left anterior descending branch). While the balloon was being inflated, at the target lesion, the physician found that pressure decreased at 8atm. Therefore, the physician immediately deflated and retrieved the fire star from the patient and visually confirmed a balloon rupture, outside of the patient's body. Another balloon catheter was used to complete the procedure successfully. There was no patient injury reported. The patient had a 90% lesion, heavily calcified lesion on the first diagonal branch. The lesion was restenotic, after balloon angioplasty. The vessel was noted to be moderately tortuous.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.